Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens -18.0/3.0/075 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explaned due to excessive vault. The explant resolved the problem. Cause is reported as unknown. The reporter stated the surgeon wont be implanting another lens.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).